Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and an se 2367 (fail safe shutdown) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) stated that he pressed go before connecting himself. The hp connected to the hc, and then the alarm went off. A baxter technical service representative (tsr) explained the alarms and assisted the hp to cycle the power to clear the alarms. The tsr explained that the hp would need to start over with all new supplies and advised him to call his pd nurse (pdn) within the next 24 hours to let her know about the event. The hp would start over with new supplies and the call pdn. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, starting therapy on the homechoice prior to connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.